Manufacturer narrative:
Visual analysis of the returned genesys hta procerva procedure set sheath assembly revealed the presence of a hair. The defect was identified outside the patient during preparation for the procedure. It cannot be determined if the hair came from the device assembly process or from the user after the package was opened; therefore the most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was opened for use in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, when they opened the packaging, a hair was found inside the sheath assembly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was opened for use in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, when they opened the packaging, a hair was found inside the sheath assembly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."